Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012656375 was returned and analyzed. No anomalies were identified during external visual inspection of the array and shaft segments. During inspection of the handle, debris was found inside the catheter handle connector. The pcba chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. However, a gap was observed between the catheter plug and the catheter interface cable handle plug. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity test revealed an open loop on the electrode #4,6 wire. Microscope/x-ray imaging and testing was performed to verify the integrity of the catheter sub-components. It was observed that an electrode wire#4 was kinked. During inspection of the handle segment, it was also observed that pin#8 was receded. In conclusion, the loop catheter failed the returned product inspection due to the kinked electrode wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the catheter pscc100 pulseselect, there were product issues, including noisy electrogram signals, cable connection issues, and the catheter displaying inaccurate signals on the electrogram. Noise intermittently affected the signals throughout the case, and each electrode reportedly failed independently, suggesting an issue with the electrodes rather than the pins, pin box, or catheter interface cable. The catheter interface cable was replaced and the pin box was switched as troubleshooting steps. The catheter was replaced to resolve the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.